Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the viper3d compressor/distractor (p/n: 286740020, lot #: gm3836203) was returned and received at us cq. Visual inspection of the complaint device showed that the main body device is jammed and cannot be moved. Additionally, slight scratches were observed on the device but has no impact on the device functionality. No other issues were identified with the returned device. Functional test: during functional test, the main body device was not able to move and was not functioning in all the three functions (d, n and c). The pinion gear on main body is jammed. This could have caused the complaint condition. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition was confirmed for the viper3d compressor/distractor (p/n: 286740020, lot #: gm3836203). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to the damaged internal components or debris ingress. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for compressor/distractor rack was conducted identifying that lot number gm3836203 was released in a single batch. Batch1: lot units were released on (B)(6)2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an incoming inspection at the loaner set department, it was noticed that the compression instrument cannot be tightened, and the cogs are blocking. There was no patient involvement. This report is for a viper3d compressor/distractor. This is report 1 of 1 for (B)(4).